Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level. Customer blood glucose level was 48 mg/dl. Customer stated insulin pump had blood glucose versus sensor glucose event that caused insulin pump to stop delivering insulin. Customer did not show symptoms related low blood glucose level. Customer declined to troubleshoot. It was not known if auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.